Event description:
Ous MDR - it was reported that the lead was explanted 94 months after the implant due to the pacing impedance which has gradually increased to > 3000 ohms since the ICD replacement in (B)(6) 2017.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed a gradual increment of the pacing impedance from initially 2300 ohms to >3000 ohms between january 2018 and september 2018 as reported in the complaint text. No further electrical peculiarities were evident in the provided data. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.